Event description:
5 of 5 reports. Other mfg report numbers: 3013886523-2023-00425. 3013886523-2023-00424. 3013886523-2023-00426. 3013886523-2023-00428. A facility reported: the whole procedure from calibration direcktlink to the monitor, the zeroing from the sensor and implementation went well. No orange or red light on the directlink. But after placing the first sensor after 6 hours icp fluctuation (here was the screw luxated) and then placed 3 sensors again, also with fluctuations in very high icp, low icp and also a flat line. It was a very complex trauma patient. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 6331907 sn (B)(6) met specifications when released failure analysis - the issue of the complaint has been unconfirmed. Debris on connector. Icp express read 488. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - no root cause could be determined as the technician could not confirm any problem with the device at the time of investigation. The possible root cause for the issue reported by the customer could be due to a change in the hospital environment (electrical grid, equipment being used near the icp sensor or directlink, cable management).